Event description:
Device malfunction: partially deployed stent. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that while taking the device out of the package, the first xpert stent was found prematurely partially deployed. Reportedly, during this incident, there was no pt involvement. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.